Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial hepatectomy, the stapler was unable to fire and the replacement magazine could not be used. The surgeon was also unable to squeeze the handle but he was able to press the green button. They replaced the stapler to fire the clips normally and to complete the case. There was no patient harm.